Event description:
It was reported that an ilet user experienced elevated blood glucose readings throughout the morning after changing supplies and infusion sites, while also starting a new libre 3 plus sensor; the user reported difficulty confirming tubing prime due to poor eyesight and was advised on techniques to verify drops and to confirm glucose via fingerstick given potential early sensor inaccuracy. Symptoms included hyperglycemia without reported physical complaints. Outcomes included return of glucose values to range later the same day, with no injury, medical intervention, or hospitalization. Investigation included review of available device data and user coaching on infusion set change, priming verification, and sensor calibration practices. Investigation of this case revealed no confirmed device malfunction and suggested potential contributory factors including infusion site or tubing prime issues and early interstitial sensor inaccuracy. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.